Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented to the emergency department with collapse and a heart rate of 20 bpm. There was no output, no capture, and the device could not be interrogated. It was further reported that the device was at eol (end of life) with no explanation. The lead was tested and no abnormalities were found. The device was explanted and replaced. No further patient complications have been reported as a result of this event.